Event description:
It was reported that a pt underwent a hysterectomy procedure on (B)(6) 2010. Prior to use on the pt, the surgeon could not remove the cap from the trocar. When he tried to remove the cap with all his force, the drain tube broke from the trocar. There were no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.